Event description:
It was reported that customer's blood glucose keeps rising. The current blood glucose is 176 mg/dl. Customer stated that the drive support cap is loose. The insulin pump will be replaced. Customer stated that she fell last month, but doesn't know if the pump was damaged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.